Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2017. (B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an unknown mesh was implanted concurrently with anterior and posterior colporrhaphy, perineoplasty and cystoscopy. It was reported that following insertion the patient experienced bleeding and recurrence.